Event description:
Ventilator shut down on pt while smoke detected from front panel slot on t-bird vso2 ventilator. No untoward effect to the pt. Equipment diagnosis: from svc rep: capacitor on display pcb burnt causing burn on back of front panel.